Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse ran patients samples to duplicate the problem, all results were normal. The fse did not find any issues with the system and was proactive in replacing the dop pump. No conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 1800 carbon dioxide (co2), blood urea nitrogen (bun) and magnesium (mg) results were obtained on a patient sample.the results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There were no report of patient intervention or adverse health consequences due to the discordant co2, bun and mg results.